Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. No other information is known at this time. Surgical intervention may take place at a later date.

Event description:
Additional information found the patient's lead was explanted and replaced on 20may2021 to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.